Manufacturer narrative:
Upon product evaluation, engineering confirmed only insulated black, white, and green wires visible. No copper wire were exposed. The vest airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. Reports of damaged power cord when there is no exposed copper metal wires would not lead to user contact with electrical voltage and would not be likely to lead to death or serious injury. Therefore, baxter consideres this event non-reportable.

Event description:
On 03-sep-2025, a customer contacted technical service to report that vest model 105 (product code p105, serial number (B)(6)), had power cord damaged with copper wires exposed. This occurred at home during patient use. There was no patient injury or death reported with this event.

Event description:
On 03-sep-2025, a customer contacted technical service to report that vest model 105 (product code p105, serial number (B)(6)), had power cord damaged with copper wires exposed. This occurred at home during patient use. There was no patient injury or death reported with this event.

Manufacturer narrative:
The baxter technical support found the power cord needed to be replaced. The vest airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this product. It is unknown if the cutomer performs preventative maintenance on their products. A power cord replacement was shipped to resolve the reported event. Based on this information, no further action is required.